Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2024, the patient was running around packing a bag and preparing to go out of town the next day. The cgm started to beep and the reading was low and kept alarming and still reading low. She was not at home so she was unable to make test with her bg meter. She was very active and didn´t feel any symptoms. She was under the impression that the readings were accurate. Based on the cgm reading, she decide to shut down her pump off and ate some protein. Hours later, she was really thirsty and started not to not feel well, the patient started to vomit. During the afternoon, she decided to go to the hospital. Her mother drove her to the emergency department. There, they took a bg reading but the bg was so high that the bgm couldn´t read it, the patient was treated with insulin. They performed blood tests and further examinations. After couple of hours, the bg reading result came and the bg was 1239 mg/dl. The patient was at the emergency for a couple of hours and was treated with IV insulin, electrolytes and antibiotics. Then she was transferred to the intensive care unit (ICU) and was kept there for observation. After 18 hours for observation in the ICU she was discharged on (B)(6) 2024. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.